Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the clip on the side of the cover plate bent and wouldn't fit properly to the implanted cage at l5-s1. A new cover plate was opened and used instead. No further complication is reported.